Manufacturer narrative:
This event occurred in (B)(6). UDI number = (B)(4).

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with elecsys ft3 iii on two cobas 8000 e 602 modules and a cobas e 411 immunoassay analyzer. No incorrect results were reported outside of the laboratory. The sample was initially tested on the customer's e 801 analyzer on (B)(6) 2021, resulting in a ft3 value of 10.80 pg/ml (reference range = 2.3 - 4.0 pg/ml). The sample was repeated on an abbott architect analyzer, resulting in a value of 2.89 pg/ml (reference range = 1.68 - 3.67 pg/ml). The sample was provided for investigation, where it was tested on a second e 801 analyzer and an e411 analyzer on (B)(6) 2021. When tested on the second e 801 analyzer, the ft3 result was 10.9 pg/ml. When tested on the e411 analyzer, the ft3 result was 5.00 pg/ml. The e 801 analyzer used at the customer site was serial number (B)(4). Ft3 reagent lot 510082 was used on this analyzer. The reagent expiration date was requested, but not provided. The e 801 analyzer used for investigation was serial number (B)(4). Ft3 reagent lot number 476059, with an expiration date of 31-aug-2021 was used on this analyzer. The e411 analyzer used for investigation was serial number (B)(4). Ft3 reagent lot number 507838, with an expiration date of 31-oct-2021 was used on this analyzer.

Manufacturer narrative:
The evaluation method codes and evaluation result codes have been updated.

Manufacturer narrative:
Further investigations of the sample determined that it contains an interfering factor against the streptavidin component of the ft3 assay. Per product labeling: "in rare cases, interference due to extremely high titers of antibodies to analyte-specific antibodies, streptavidin or ruthenium can occur. These effects are minimized by suitable test design."